Event description:
It was reported that during implant of the lead it was difficult to locate a good position to place the lead and sensing values were low. After eight attempts at implanting the lead, the physician decided to remove the lead and replace it with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.